Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
A device was returned as a complaint. It is reported that the device looked ok at the start, 6 staples were used with no problem. On 7th firing, would not fire. The tips looked damaged. The device was removed and then fell apart. No further information is available. It is unknown how the procedure was completed. There was no indication of adverse impact to a patient or procedure.